Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did provide a video for evaluation. Based on the video, it was observed that bubbles were coming out from the filter, however further investigation could not be conducted to identify the root cause of leak. In the current manufacturing procedure, 100% visual inspection and leak testing is conducted after the assembly process; therefore, any defects would be detected prior to release from the manufacturing facility. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the pre-test, alert leakage". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the pre-test, alert leakage". No patient involvement reported.